Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that on (B)(6) 2011 she experienced a blood glucose (bg) of 500mg/dl with shortness of breath and some thirst. The patient took a correction injection via syringe. The patient reported that the pump did not maintain prime. The patient was not holding down the button while priming therefore the pump was not primed correctly. This report is being made due to the patient's alleged hyperglycemic event due to inadequate response to loss of prime alarms.